Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unresponsive. Although requested, the customer was unable to provide the reason that the pump had turned off. Blood glucose level was 244 mg/dl. The customer connected the pump to a power source to charge for one hour and the pump turned on.